Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging blood reading as control. The patient allegedly had a blood reading of "39 mg/dl" which was recognized as a control solution. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.